Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced ongoing, intermittent high blood glucose (bg) levels (300-400 mg/dl). The bg would be addressed with a correction bolus via the pump or an insulin injection. The customer stated that the bg would elevate after the cartridge and infusion set were changed and then the next 2 days the bg level would be "fine". The customer did not know the cause of the high bg; however, thought it was due to the insulin not absorbing properly. The customer did not observe any issue with the pump supplies or infusion set site. As the customer was not currently experiencing a high bg, tandem technical support was unable to troubleshoot. Recommendation was made to discuss elevated bg events with health care provider. Customer acknowledged.